Event description:
Subsequent to the previously filed medwatch report, maude report (B)(4) was received. Maude report states, "event date: (B)(6) 2012, report date: (B)(6) 2012, event report type: death - c. Event outcome: death. Reporter occupation: 500 - risk manager. Description: cardiac cath revealed right cad amendable to angioplasty/stenting. During angioplasty of right coronary artery, there was a fracture in the wire which perforated out into the pericardium and into the right atrium requiring emergent surgery."

Event description:
It was reported that on (B)(6) 2012, two centimeters of the radiopaque tip of the grandslam guidewire separated in the heavily tortuous proximal right coronary artery (rca) when the physician was trying to manipulate the wire through the lesion at the beginning of the procedure. After the grandslam guide wire would not pass the proximal segment of the lesion, the physician was pulling back on the wire and saw that the tip was not moving. There was no resistance met during advancement and there was no force applied to reach the proximal segment of the lesion. Besides the pilot 50 guide wire that was used as a buddy wire in the distal rca, there were no other devices in the patient when the grandslam tip separated. The separation occurred at the transition from the flexible part of the grandslam wire to the more stiff part of the wire. There was no evidence of extravasation of contrast. There was no resistance met during removal of the grandslam guide wire from the anatomy. Attempts to snare out the separated guide wire tip were unsuccessful. The patient also suffered a dissection in the rca and a perforation in the right atrium. The patient coughed up blood and experienced chest pain during the procedure. The patient was taken to surgery for a multi-vessel coronary artery bypass graft. On (B)(6) 2012, an intra-aortic balloon pump was placed in the patient. The patient expired on (B)(6) 2012. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, it was found that the grandslam guide wire resulted in perforation of the right coronary artery (rca) and into the pericardium. In the operating room, the patient experienced cardiogenic shock and pulseless electrical activity that initially responded to epinephrine and on recurrence responded a second time when the sternum was separated. The dissection and perforation led to pericardial effusion and cardiac tamponade. The patient had coughed up blood after receiving angiomax earlier in the catheterization lab. A hemorrhagic nodule was found in the right lower lobe of the lung. A wedge resection was performed, which was benign and appeared to be an infarct. There was also a hematoma around the rca. Protamine was given to reverse the heparin. Additional fluid volume and blood products were given. A focal, spontaneous dissection was identified in the left anterior descending artery (lad). The lad was repaired and bypassed along with bypass of the posterior descending artery (pda), and the obtuse marginal artery. The rca perforation was repaired with a suture. There was some blood staining behind the pda. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guidewire: pilot 50, balance middle weight; dilatation catheter: nc trek 3.0x15; stent delivery system: promus (not deployed); other: angiomax. The device is manufactured by asahi intecc (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. It is indicated that the device was retained by the hospital and was not returned for our evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.